Event description:
A 4.5mm cannulated screw, partial thread peeled during use. Surgeon was using the screws as markers for a total knee. After the procedure the screw was removed but the threads were left in place.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time. Synthes is unable to determine the manufacture date without a lot number.